Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the continuum shell and elevated liner remain implanted. The returned neutral liner was dimensionally analyzed and found to be within specifications where measured. As the shell and elevated liner remain implanted, their condition at the time of the alleged experience is unknown. The returned liner appears pristine with no visible damage. The attempt to reproduce the alleged experience with the returned liner was unsuccessful, and no problem was found with its intended function. Given the information provided and the analysis performed, a definitive cause for the reported experience cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the liner would not seat and the neutral liner was selected as a second option. After neither liner would seat, the elevated liner was chilled on ice and finally impacted into position. This incident added 1 hour to surgical time.